Event description:
It was reported that this right ventricular (rv) lead was dislodged. The dislodgement was confirmed by loss of capture from the rv lead. The lead was repositioned. No additional adverse patient effects were reported.